Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported difficult leaflet grasping and single leaflet device attachment (slda) appear to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4 and restricted posterior leaflets. The first ntw clip delivery system (cds (B)(4)) was advanced to the mitral valve and the clip was deployed on the medial of a2/p2. The second ntw cds ((B)(4)) was advanced to the mitral valve and grasping was performed, but mr reduction was insufficient; therefore, the decision was made to remove the second ntw clip. An xtw cds ((B)(4)) was advanced and the clip was deployed lateral to a2/p2 next to the first clip. There was residual jet of grade 2 lateral to the xtw clip. An ntw cds ((B)(4)) was advanced to the mitral valve and grasping was performed but it appeared that there was not enough posterior leaflet grasped. The decision was made to continue with deployment. Upon deployment it was noted on fluoroscopy and echo that the clip had become detached from the posterior leaflet (single leaflet device attachment/slda). The patient remained stable. Three clips implanted, reducing mr to 2. No additional information was provided.